Manufacturer narrative:
Event site telephone: (B)(6). The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed o2 cell/sensor test during the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).